Manufacturer narrative:
On 14 november 2016 the r&d project manager performed a visual inspection of the retrieved item and commented as follows: the tip of the drill (diameter 2.4mm) was broken off. The functionality of the instrument is compromised. The outer sleeve on the driller allow to share the load on the tip also to the external sleeve (diameter 5.6mm) that is more stiff. A not correct alignment between the driller and the guiding block hole and a following application of a lateral bending have caused the breakage of the tip. Batch review performed on 14 november 2016. Lot 1651109: (B)(4) items manufactured and released on 25 july 2016. No anomalies found related to the problem. To date, no similar events have been reported on items of the same lot.

Event description:
During an alif procedure on l5-s1 on a female patient with normal bone quality, when the cage with the guiding block (12mm cage) was in place, the surgeon tried to insert the adjustable burr. Because of the smaller space and the big guiding block, the angle to insert the burr was difficult. When the surgeon was on the medial border of the entrance of the guiding block, he pushed on the burr to engage the burr into the guiding block. When pushed on the burr, the burr came out of the protection sleeve (too easily) and with further engaging the burr broke off. The burr was not inside the bone, only inside the barrel. The surgeon removed the guiding block and recuperate the broken distal part of the burr, then proceeded the surgery without the guiding block. Time loss was about 2 minutes. The instrument will be available for investigation.